Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at the procedure to implant this system, lead testing through the pacing system analyzer (psa) produced stable impedance and sensing measurements but threshold measurements were elevated. The physician reported difficulty inserting the lead into the device header. Once the lead was successfully interfaced, device based testing produce noise, pacing impedance measurements greater than 3000 ohms and no capture. The lead was removed from the device and tested with the psa a second time which still produced elevated threshold measurements and pacing impedance measurements were now out of range with the psa. The lead was not successfully implanted and was replaced. No adverse patient effects were reported.